Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to eol message was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial reporter is unknown.

Event description:
It was reported that the patient's ipg was not able to be put in MRI mode due to eol message.